Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station failed to boot due to the issue with drawer 2.1 in main at the station. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system in or-unitb experienced a power failure, which caused the operating room machine to display a black screen and obstructed access to medications. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.